Manufacturer narrative:
The customer contacted acuity technical support and rebooted the cpu per their instructions. Initially, there was no display on any of the flat-panel monitors after the first reboot. They then performed a second reboot on the cpu and central monitoring was restored. The cpu was exchanged under warranty. Welch allyn factory service was unable to confirm the customer's allegation of scrambled video. The platform cpu (and associated sub-components) is an off-the-shelf computer made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure.

Event description:
Customer reported that they were experiencing a scrambled video on all of their displays. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.